Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual examination found that pins on the power port connector were damaged. The kind of damage observed is consistent with damage caused by user while attempting to connect a power source onto the controller without properly aligning the mating parts and applying excessive force. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is user error. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the controller had a broken pin in the power port. The facility performed a controller exchange and provided the patient with a replacement device. There was no reported patient injury as a result of this event. The controller has been received by the manufacturer for evaluation.